Event description:
It was reported that the burr was stripped. A 1.50mm rotapro was selected for use. During procedure, it was noted that the burr stripped. The device was replaced. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event of device - damaged stripped was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure as the reported events do not indicate any device damages or failures during unpackaging.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that the burr was stripped. A 1.50mm rotapro was selected for use. During procedure, it was noted that the burr stripped. The device was replaced. There were no patient complications.

Event description:
It was reported that the burr was stripped. A 1.50mm rotapro was selected for use. During procedure, it was noted that the burr stripped. The device was replaced. There were no patient complications.